Event description:
Earlier this year, a patient underwent an open reduction internal fixation of the right ankle subsequent to a fall. Post operatively patient did well until he was involved in an automobile accident and he started to have chronic pain. Implanted hardware was removed including the three (3) implanted screws, one of which had broken.